Event description:
Conmed japan reported on behalf of the customer that the device 60-5274-132, stealth 32 lhook lap elec pkg was being used during an unknown procedure on (B)(6) 2023 when it was reported ¿the insulation cover came off while wiping the tip.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised examine this device prior to use for damage. Do not use if damage is found. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the device 60-5274-132, stealth 32 lhook lap elec pkg was being used during an unknown procedure on (B)(6) 2023 when it was reported ¿the insulation cover came off while wiping the tip.¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.